Manufacturer narrative:
Section d9: device available for evaluation: yes, section d9: returned to manufacturer on: 5/30/2023 , section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received cut in half and stuck to a piece of paper. The lens was removed from the paper and cleaned revealing, no issues that could cause or contribute to the complaint issues. Based on the return condition of the lens, no further product evaluation could be performed. Conclusion: the complaint issues were not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. As per complaint investigation results, the product was released within specifications. Relationship between the device and the reported incident could not be determined. Therefore, there is no indication of a product deficiency or product malfunction . All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a4: patient weight: unknown/ asked but not available. Section h3: other 81: the device was not returned for evaluation as the lens remain implanted in the eye. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the zkb00 intraocular lens was explanted from the patients right eye due to glares, blurry vision and starburst. There was no patient injury and no medical/surgical intervention was required. The zkb00 12.5 diopter lens was replaced in a secondary procedure with dib00 13 diopter lens. Patient was doing well. No other information is available.